Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2019 with blood glucose level was above 600 mg/dl, 577 mg/dl. Customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty breathing, headache. The customer¿s current blood glucose level was 250 mg/dl. The customer was treated with insulin drip. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode. Customer did not allege insulin pump was under delivering. Customer did not want to troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.